Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided.

Event description:
It was reported that the staff experienced leaks with the new extension sets used at their facility. The rn reported that the leak occurred at the bd insyte autoguard and the smartsite extension set when infusing an unspecified infusion at 125ml/hr. Customer stated that there was no patient harm it was later reported by the staff rn the leaks occurred due to staff related issue with use of new equipment.